Event description:
It was reported that during a procedure, @ 112,646 joules; 13:30 minutes, the fiber was rotating inside tube; aiming beam not showing outside of cap. The fiber was exchanged and the procedure was completed. Patient outcome "ok" reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone proximal to the total internal reflection; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the glass cap has pushed forward in metal cap; the beveled edge at the output window is off center. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.